Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were no unexplained pump reboot events observed in the black box data. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The alleged issue could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.